Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced that infusion set was leaking at a quick release site on (B)(6) 2025. The infusion set was in use for couple of hours. No further information was available.